Event description:
It was reported that the patient right ventricular (rv) lead exhibited low pacing impedance. The rv lead was capped and replaced on (B)(6) 2015. On (B)(6) 2022, the capped rv lead was explanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of low pacing impedance was confirmed. A complete lead was return in two pieces. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture tie impression. The cause of the reported event was due to exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the heart.